Manufacturer narrative:
A ge rep performed an on site investigation. The system was analyzed and found to be operating as intended.

Event description:
The customer reported the system intermittently locked up. No pt injury reported.